Event description:
A renegade catheter was used along with a fibered idc coil for therapeutic purposes. During the procedure, after advancement with transend guide wire, te coil got stuck at the hub of the catheter. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.